Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has malfunctioned and the device cannot be turned on. An arrow balloon was used on a cardiosave device. The balloon ruptured, causing blood to enter the device. Currently, the cardiosave cannot access the system and cannot be used normally. While the device was in use, a nurse discovered blood in the balloon extension tube. Upon inspection, the balloon was found to be ruptured. No harm.

Manufacturer narrative:
Due to character limit in e1. Full event site address: (B)(6). Telephone number: (B)(6). Additional information: initial reporter's occupation - nurse. The customer stated that fault has been repaired by a third-party repair company and the equipment is functioning normally. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a